Event description:
It was reported that patient underwent a knee procedure utilizing a resection blade on (B)(6) 2012. During the procedure, the tip of the blade fractured and fell into the patient. The surgeon was able to retrieve the fractured tip and complete the procedure using a keel gauge.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.